Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 7 months. (Calculated from the date when the system controller was issued to the patient.) The device is expected to be returned for evaluation. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was at home and awoke to a power disconnect alarm sounding from the system controller. The patient noticed a burning smell and a burn mark on the white lead of the system controller. An ambulance arrived and the system controller was successfully changed to the backup with no interruption to pump function. The system controller operated on batteries with no further alarms. The patient was asymptomatic. An external driveline evaluation was performed by the manufacturer¿s technical services representatives on (B)(6) 2016. The system controller¿s white power lead displayed a burn hole adjacent to the white connector end bend relief. The device passed electrical continuity testing. There were no functional issues with the driveline observed. No occurrences of the complaint condition or a short to shield condition was able to be achieved through manipulation of the external portion of the driveline. Since replacement of the patient¿s system controller to the backup system controller, no occurrences of the issue have occurred. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of a power cable disconnect alarm associated with damage to the white power cable was confirmed. Visual inspection of the returned system controller revealed a burn mark on the white power cable, near the strain relief of the white power connector. Movement of the white power cable during testing, while the returned system controller was connected to the power module, resulted in yellow wrench/yellow battery alarms on the power module and a connect power alarm message on the system controller. Further evaluation found that the internal conductors of the white power cable were compromised. The insulation damage/burn mark on the white power cable appeared consistent with an electrical short to ground due to contact between the internal conductors of the white power cable and the braided shield. The evaluation of the returned system controller could not determine a specific mechanism that contributed to the damage to the white power cable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.